Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been brought to the emergency room on an unknown date where they were seen for a pod site reaction while wearing the pod on their leg for between 37 and 48 hours. The patient's blood glucose levels were 200 mg/dl. Symptoms reported include redness, swelling, and itching. The patient was diagnosed with an allergic reaction to the pod¿s adhesive. The patient was treated with bandages to help manage the irritation. The patient was released after approximately 15 minutes.